Event description:
The initial reporter stated they received questionable results for approximately 10-12 patient samples tested with the na electrode on a cobas pro ise analytical unit. The customer provided an example of one patient sample with discrepant na results. The patient sample initially resulted in a na value of 155.9 mmol/l. The customer noticed there were high na patient results, so the sample was repeated. The sample was repeated on an unknown analyzer, resulting in a value of 141 mmol/l. The repeat value was deemed correct.

Manufacturer narrative:
The cobas pro ise analytical unit serial number is (B)(6) . The field service engineer determined the na electrode was faulty. The electrodes were replaced. Controls and precision studies were run; all checks passed. The investigation is ongoing.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.